Event description:
The surgeon reports that the pt presented with z syndrome in both eyes approximately 4 months after cataract surgery with bilateral implantation of crystalens iol. This report refers to the left eye. Additional info has been requested. Please ref MDR #: 2031924-2011-00063.